Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer was giving her the "charge your ins" message. The patient reported that the insr was giving her the same message. The patient reported that she tried charging batteries in the programmer and also reported implantable neurostimulator recharger (insr) was plugged in. Product service specialist (pss) had patient explain the message she was seeing on the insr and the patient reported she pressed the green button then the "lightning bolt button" and then she was seeing the "charge your ins battery" message. It was determined that the patient thought she had hit the stim on button after the start charge button in order to charge the implant however the patient's ins did not have enough battery to turn stim on. The patient reported she has never done this where the implant is "this dead" so she has never encountered a situation where the stim could not be turned on while the ins is charging and this is why she thought the ins was not charging. Patient reported "sometimes it does not cooperate w/ being in the right spot", pss asked if patient was referring to the insr antenna and pt stated she was referring to herself putting the antenna in the right location. Pss asked if patient is having issues with this and patient reported no, it just takes her a few attempts. Patient was able to successfully start a charge and reported seeing 8 coupling boxes. Pss reviewed w/ patient that she will need to charge the ins a bit before being able to turn stim on again. Patient reported they did have thunderstorms recently and she wonders if when they lost power if it might have "rezapped". Pss asked if patient was referring to the insr and patient stated yes. Patient noted the green light was on the desk top charger. Patient is wondering if because of the power storm and insr charging during the storm if this may have caused the ins to deplete quicker. Pss reviewed w/ pt that the insr charging by itself would not affect her implant. Patient noted she charges the ins "pretty faithfully". No further patient symptoms or complications were reported in this event.